Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was short. Customer's blood glucose was 440 mg/dl. Troubleshooting was performed for battery longevity and customer was advised to call back should issue persist. Customer declined troubleshooting for high blood glucose stating that high is normal for her.